Event description:
It was reported that during device interrogation prior to routine upgrade, one automode switch episode was observed, which contained brief atrial oversensing. No noise was reproducible with isometrics. The physician elected to extract the atrial lead. New atrial lead and device were implanted on (B)(6) 2017. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.